Manufacturer narrative:
In trouble-shooting, checked usb view, refreshed, re-positioned usb from axiem box - there was no change in status. When navigation system booted with emitter not connected, axiem box showed green status, indicating functioning normally. Conclusion was that emitter was malfunctioning. Return requested. Replacement em mobile field generator shipped to site 09/14/2016. Medtronic investigation of returned suspect em mobile field generator finds that the field generator was connected to a test system for a burn-in test. The system remained in green status during all testing and passed the accuracy test with an error of 1.409mm. Flexing the cable does not indicate any intermittent opens. Fully functional. Reported issue could not be replicated. Device found to be fully functional. No fault found. On 09/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for axiem 4port on 09/15/2016. Suspect axiem has not been received by manufacturer for analysis. Return requested. Replacement power cable and mains cable were both shipped to site 10/05/2016. No parts have been received by manufacturer for analysis. On 10/05/2016 a medtronic representative, following-up at the site, reported that the emitter was displaying an orange line of connection to the navigation system and showing as disconnected. Believe that there may be damage to the isolation transformer. Additionally reported that there may have been damage to the cable that supplies power to the axiem box when the site pulled the power cable out too far.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system would not connect with the emitter. Orange line in between emitter and the navigation system. Emitter details viewed with emitter plugged in - it showed axiem box and emitter not connected. When the emitter was unplugged, the axiem box status was green and functioning normally. System. The patient was not in the room during this testing. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.